Event description:
Received report of three non-deliveries due to improperly loaded tubing. The customer contact reported that the tubings were misloaded into the pumps. The solutions infusing and rates were unknown. It was also unknown how long the infusions were runing before staff noted that the tubings were misloaded. Once it was noted, the tubings were reportedly reloaded and the infusions were continued without reported event. There were no reported adverse pt events. The pumps were not isolated, and therefore no serial numbers were available. Though requested, there was no further info available.